Event description:
It was reported that a 190 balance middle weight (bmw) guide wire was pre-loaded into the over the wire mini trek dilatation catheter (dl). Both were advanced through the guide catheter to the mildly tortuous, proximal diagonal coronary artery. The mild to moderately calcified lesion was pre-dilated with the mini trek. In an attempt to remove the balloon catheter, a technique called "hydrogliding" was implemented. The balloon was inflated to 10 atmospheres. The physician placed gentle force on the balloon catheter, expecting the mini trek catheter to remove via "hydrogliding", a pressure difference, while the bmw remains in the vessel. However, during the expected mini trek removal, both the bmw and the mini trek stuck together. Both the mini trek and the bmw were removed as a single unit. The patient was re-wired and a xience stent was implanted without reported issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Patient's exact weight was not known and estimated as (B)(6). The otw mini trek device, referenced was filed under a separate medwatch manufacturer report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.